Event description:
Information was received that the patient underwent a vns generator replacement surgery. Additionally, lead impedance was within normal limits prior to replacement. The explanting facility discards explanting devices per the facility's policies. No additional or relevant information has been received to date.

Event description:
During a periodic programming history database review, high lead impedance was observed intermittently on the patient's replacement generator. High impedance is expected as it was seen with the previous generator and the lead was never replaced. No other relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient¿s vns and the patient has been referred for a full revision surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.